Event description:
It was reported that ¿the patient was able to achieve 6-8 (coupling) bars when recharging¿ and that ¿all of a sudden they could only achieve 0-2 bars.¿ the patient ¿needed to recharge daily to maintain their battery level¿ as a result of the event. It was noted ¿the patient was able to maintain the battery at 75% by recharging daily.¿ the patient¿s healthcare provider (hcp) palpated the implantable neurostimulator (ins) and ¿believed the ins was sitting in the correct position.¿ it was noted the patient ¿had put on some weight in recent times¿ at the time of report, however the hcp ¿didn¿t believe there was a significant amount of tissue on top of the ins in the patient¿s chest.¿ impedance testing was noted to have been performed; however, the results were unavailable at the time of initial report. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information reported a second hcp indicated ¿he didn¿t think that her weight gain had been significant enough to affect her charging.¿ impedance testing was reported to have found that ¿all impedances were within range.¿ however, implantable neurostimulator (ins) interrogation records indicated the unipolar contact 0 was found to have an out of range impedance of 2146 ohms. Three different recharger antennas had been attempted with the patient; however, all had the same result. Additionally, the recharger¿s antenna locate feature had been attempted twice and the returned numbers ¿were quite low.¿ the patient¿s recharge ¿coupling remained at 2 bars¿ as of five days after follow-up. The patient was to undergo an x-ray to confirm the position of the ins. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).